Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit would not mesh properly as the comb was deformed; however, the repair has not been completed because the quote is awaiting customer approval. Device is used for treatment. It was noted the device had not been returned regularly for recommended annual pm. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the comb of the mesher was bent. Event timing was during kit inspection. There was no patient involvement. There was no harm or delay. No adverse events were reported as a result of this malfunction.